Manufacturer narrative:
H11: the affected unit was returned to livanova for investigation. Through visual inspection, it was determined that the obstruction was located at the level of the tip. Cannula tip is manufactured by assembling an internal silicone tubing inside a spring. Internal tubing is then bonded to a connector, that connects to the cannula body. Upon cutting open the cannula tips of complained unit, it was discovered that the prongs on the inner tubing were collapsed into the spring, therefore partially occluding the tip of the sump. The bond between connector and inner tube was inspected on the unit and found to be misassembled and bonded past the inner shelf of the connector. This caused the spring to compress and put pressure on the prongs of the soft inner tube, that collapsed inside it. Functional testing was performed on units from a different lot returned for investigation and it showed that the devices were running at higher pressures than normal, confirming an occlusion. Device history record review for catalogue number su-29602 was performed and revealed that a new design of the tip connector was introduced in production starting from april 2024. Dimensional analysis of the connector revealed that its new mold facilitated the misassembly. Complained lot was built after the design change of the connector. Based on the above, the root cause of complained event has been assigned to the misassembly of the tip internal bonding, that was favored by the design change of the connector. As containment action, an internal non-conformity was opened and all available stock of su-29602 built starting from lot 2409300250 (first lot built with the new connector) was put on hold and reworked. Also, as corrective action, mop (method of procedure) document for suction sump assembly was updated to enhance procedure (document 6003-032, rev. V) and personnel was retrained to build product according to new work instructions and place special care in the assembly of the inner tubing.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Livanova manufactures the suction tip according to customer, the issue has previously occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that the cannula was blocked by a thrombus. Patient consequences: poor drainage of the heart cavities which made surgery more difficult and longer, thus increasing preoperative risks event outcome to be clarified.